Manufacturer narrative:
Patient is part of(B)(4) study.

Event description:
It was reported that patient has experienced a difference in leg length following tha, with the operative leg (left) being 8 mm longer. Per study investigator the severity was deemed mild and no treatment was done to solve the problem. Outcome of complication: still ongoing.